Event description:
The dental implant fx4510swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month after implantation. The doctor indicated that local infection may have caused the implant removal. The patient had a history of diabetes and has been recovered without complications.